Event description:
PICC had migrated an addition 3 cm. PICC line was broken with 1 cm exposed. The hub of the PICC was on the floor. PICC was removed by physician and another one of different kind was inserted at a different location without difficulty.